Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿defective blood transfusion tubing''. The IV blood set leaked packed red blood cells from the top of the filter. The tubing was changed, the transfusion was resumed, and there was no patient harm.